Event description:
The catheters are kinking during the procedure. No harm or injury reported.

Manufacturer narrative:
Device eval: the device has not been rec'd for eval/investigation. The lot number was not provided. A review of the device history record and complaint data base could not be completed. A f/u report will be submitted when the eval is completed. Eval: method: other: no lot number provided, unable to review the device history record or complaint data base. Conclusions: a f/u report will be submitted when the eval is completed.